Event description:
Infusion pump with a failure code of 812:02 was found during biomed testing. The biomed stated that there have been no reports of any pt incident involving the pump since the last baxter service event.